Manufacturer narrative:
(B)(4).

Event description:
Customer reported that the 840 ventilator was inoperative while in use on a patient. There was no patient harmed or injured as a result of the vent. The coviden customer support engineer (cse) inspected the device and could not duplicate the reported malfunction. No parts were replaced. The unit passed extended self-testing.